Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. If you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs.

Event description:
It was reported that a cartridge change error occurred. Reportedly, the customer reloaded the same cartridge change resolving the issue. Additionally, it was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Customer's blood glucose level was 79 mg/dl.